Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed on the right ventricular pacing/sensing lead. No patient symptoms were reported. The lead was capped without replacement during a device changeout procedure. The existing high voltage right ventricular lead remained in use.